Event description:
The patient has two leads from the same lot. It was reported the patient lost stimulation coverage and diagnostic testing showed invalid impedance readings on multiple lead contacts. Follow-up identified the physician explanted and replaced the patient¿s right lead. The patient reported excellent stimulation coverage as a result of the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.